Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Post-pace t-wave oversensing was observed on stored egm. Reprogramming the device was recommended. Device remains implanted; patient will be routinely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.